Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a functional test. The evaluation could not verify the reported keypad condition. The device did not meet specifications for an unrelated issue. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had keypad issues. The nurse could not specify when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.